Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-dec-2017 with the following findings: during investigation, no damage was observed to the display. The original complaint of a damaged display issue was unable to be duplicated. Unrelated to the original complaint, the display was found to be dim with reddish text. The battery compartment was found to be cracked from the threads to the case seal on the left side of the grip pad.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter : (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cracked display (damaged) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.